Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer states that the stat pin was validated even though the sample tube manufacturer does not recommend it. The quality control (qc) was reviewed and was in range. Reagents appeared homogenous. There were no related errors on the event log. The siemens field service engineer (fse) was at the customer site on 12/03/2014 for a contamination issue. The fse went to the customer site on 12/05/2014. The fse checked the calibration of the sample and reagent probes and the diluter connections. No instrument issues were identified. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample on the second draw. The patient was admitted to the cardiac unit of the hospital. The result for the initial draw was lower. A third draw was obtained and tested. The result was lower. The physician questioned the result. The second draw sample was repeated and the result was lower. The patient was admitted to the cardiac unit of the hospital. The patient was given 1/2 inch nitro paste. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00303 on december 29, 2014. On 01/06/2015 additional information: a field service engineer (fse ) went to the customer site on 01/05/2015. The fse checked the mechanical alignment of the sample probe and reagent probe; and the dispense ports and wash aspiration. The fse replaced the reagent probe due to splashing, the wash blocks due to drips, and all tubing to the waste and water line connectors. The fse proactively replaced the luminometer, wash 1 pdp, pump 5 membrane, and pump 9 waste pump. The pump 3 peristaltic tube and valve manifold were replaced. Decontamination was performed. Replicates of multidiluent and negative patient samples were run. The results were acceptable. The customer has not observed fliers since the service visit. The instrument is performing according to specifications. No further evaluation of the device is required. Instrument information: brand name: advia centaur cp common device name: immunoassay analyz.ER, product code: moi. Model #: advia centaur cp. Serial #: (B)(4).